Manufacturer narrative:
The investigation of the returned inspiratory pressure transducer printed circuit board (pcb) has been completed. Microscopic inspection did not reveal any defects. The pcb was installed in a reference system for simulated use testing. Pre-use check failed, the pressure transducer zero offset was outside limits. The root cause of the offset drift has not been determined. The device logs confirms the reported issue, it occurred on (B)(6) 2017, date of event is updated accordingly. The offset drift may lead to low/high positive end expiratory pressure (peep), high airway pressure and low delivered volume. This will be detected during pre-use check and during ventilation by generated alarms.

Event description:
(B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).